Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated, including the vcsi pcb and cine bridge pcb. The cine hard disk drive connections were also evaluated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine function froze and locked up during cine playback. No patient serious injury or death was reported related to this event.